Manufacturer narrative:
G4: 30may2020. B4: 01jun2020. A exhalation flow sensor was returned for analysis. Visual inspection of the exhalation flow sensor revealed heated film element contamination and foreign debris. An investigation was performed and the customer complaint of an est (extended self test) failure was duplicated. The failure of this customer returned exhalation flow sensor was caused by the heated film element contamination and foreign debris. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jan2020.

Event description:
The customer reported the fan does not allow to pass the est (extended self-test) test because pressure valve test failed and heated filter test failed in addition to the sensor of o2 (oxygen) is not connected to the fan. The service technician confirmed the reported issue. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician completed pressure valve calibration. Diagnostic tests performed internal and functional, with a positive outcome. After that, the unit was ready for clinical use.